Event description:
Customer reported a no delivery alarm when changing out his sets. Customer reported not knowing if he received a motor error alarm. Troubleshooting was not performed as the issue was in the past. Customer's current blood glucose reading is 158 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.